Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. 2017 guide wire/ fdw selection incorrect.

Event description:
It was reported that the procedure was to treat a left superior femoral artery (sfa). The emboshield nav6 embolic protection system (eps) filter basked was placed in the distal sfa proximal to the popliteal artery. When removing an unspecified balloon, the filter migrated distally on the wire about 15cms; however, remained on the wire. When loading the retrieval catheter on the wire, the filter went further into the perineal trunk and was noted to remain on the wire. The retrieval catheter was advanced over the non-abbott bare wire and the filter was captured. It was removed without issue. It was noted that the filter was not full. There was no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Visual inspection was performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The reported filter migration could not be replicated as it was based on operational circumstances. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The user used a non-abbott guidewire; however, it has a step. It is unknown if the wire contributed to the reported issue. The investigation could not determine the cause of the reported issue. It may be possible that there was a great distance between the filtration element and the step of non-abbott wire, and the interaction with the unspecified balloon catheter could cause inadvertent filtration element movement distally; however, this could not be confirmed as it was based on operational circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.